Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is confirmed. An external leak is confirmed from the iab bifurcate around the fos adhesive. A root cause of the leak from the bifurcate adhesive is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported by cath lab manager, who called in from the cath lab where they have just inserted an intra-aortic balloon (iab) on a patient. When they started the pump, immediately got possible helium loss 2 alarms. They have checked the connections, the balloon is in good position, there is no kink and there is no blood in the tubing. They have even tried a second console and they got the same alarm. As a result, the clinical support specialist (css) had her verify that it was a possible helium loss 2 alarm and they are. Css recommended that the balloon be change. They exchanged the balloon for a second balloon. They used the same insertion site. The second balloon is functioning appropriately, and the pump is pumping without alarms. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Concomitant medical products: nfusing.qn# (B)(4).

Event description:
It was reported by cath lab manager, who called in from the cath lab where they have just inserted an intra-aortic balloon (iab) on a patient. When they started the pump, immediately got possible helium loss 2 alarms. They have checked the connections, the balloon is in good position, there is no kink and there is no blood in the tubing. They have even tried a second console and they got the same alarm. As a result, the clinical support specialist (css) had her verify that it was a possible helium loss 2 alarm and they are. Css recommended that the balloon be change. They exchanged the balloon for a second balloon. They used the same insertion site. The second balloon is functioning appropriately, and the pump is pumping without alarms. There was no report of patient complications, serious injury or death.